Event description:
The customer reported that the system screen flashed bright and displayed a ma sensor failure message. No patient in jury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and performed filament calibration. The system was tested and found to be working as intended and put back in service.